Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08532. It was reported that during initial implant procedure, the left ventricular lead could not be fully inserted in the vein. The lead was removed and replaced. After implanting the replacement lead it was noted that the coronary sinus was dissected. The lead was removed and replaced and the dissection was left to heal on its own. The cause of the dissection was unknown. The patient was stable.